Event description:
It was reported to covidien on (B)(6) 2012 that a customer had an issue with a peritoneal dialysis catheter. The customer states the peritoneal catheter was implanted on (B)(6) 2012. The catheter migrated to the flank in the trunk of the uterus. A laparoscopic procedure was completed on (B)(6) 2012 to correct the location of the migrated catheter. The catheter was removed and is scheduled for a new catheter implantation on (B)(6) 2012. The patient has recovered and continues hemodialysis treatment.

Manufacturer narrative:
Submit date: 09/14/2012. An investigation is currently underway. Upon completion, the results will be forwarded.